Event description:
It was reported that a malfunction occurred on the pump, but no significant events were noted prior to this incident. There was no adverse impact on the customer¿s blood glucose level. The customer completed a reset of the pump with the assistance of technical support, who provided reset information. The issue did not recur after resetting, and the customer was informed to continue using the pump and to call back if the malfunction recurs.